Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after disconnecting the ilet overnight and attempting a supply change during which insulin leaked from the cartridge connection and the user did not see priming drops, indicating cartridge leakage and improper setup; troubleshooting and education on proper cartridge and infusion set change were completed, and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included prolonged hyperglycemia outside target range for several hours, requiring subcutaneous insulin by pen. Investigation included product troubleshooting with user education. Investigation of this case revealed user technique error during cartridge change leading to leakage and interrupted insulin delivery. It was concluded that the event was related to user handling and that proper reinstallation with a new cartridge and infusion set restored insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.